Event description:
On 01/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin and suffered an adverse reaction including but not limited to hypotension, and respiratory failure. On at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt passed on (B) (6) 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.